Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was returned undeployed. The download data showed that an 0x5c alarm had been generated during priming. Timeouts and a failure of the rotational sensor to transition were observed, indicating a drive stall occurred. Inspection of the lead screw found brass shavings and gold coating form the tube nut. On the plunger brass shavings were found. As the rerun did not replicate the drives stall, it could not concluvlisy be determined if the found shavings cause the observed drive stall. The cause of the drive stall during the run could not be determined. However it could be determined that the drive stall caused the 0x5c alarm and therefore prevented deployment.